Event description:
It was reported that the right atrial (ra) lead was confirmed to be dislodged via an x-ray examination. The physician attempted to reposition to ra lead, however, the helix was unable to be extended. No allegation of malfunction was made against the ra lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of failure to extend the helix was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. An x-ray examination showed that the inner coil at the connector region was over torqued consistent with procedural damage. After cleaning and applying torque to the inner coil, the helix could be successfully extended and retracted. The helix extension length was measured within required performance specification. The cause of the reported event of failure to extend the helix was due to the helix being clogged with blood and tissue. Additionally, the reported event was related to the over torqued inner coil at the connector region consistent with procedural damage.